Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted (B)(6) 1999. -

Event description:
It was reported that the right ventricular (rv) lead exhibited risen impedance to high levels. The capture threshold also increased. A potential outer coil fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.